Event description:
Clinical specialist reported patient has noticed insulin inside of the chamber of the pump. Clinical specialist stated it was a large amount of insulin and that the patient has noticed insulin in the pump on and off for about 2 months. Clinical specialist reported she does not know if there is a leak in the system or if customer is spilling insulin inside of the chamber. Clinical specialist stated the patient has not been drying the insulin out of the pump and it looks like the chamber has corroded. On follow call patient reported he does not know how the insulin is getting inside of the pump chamber. Patient stated due to all of the insulin the pump there is now corrosion in the chamber that holds the cartridge. Patient reported he discovered the leak when he does a daily check of his pump; no leaks during the cartridge change. Product was replaced and requested return of the alleged pump, cartridge, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.